Event description:
Killed to walk [gait disturbance]. Pain [arthralgia]. Swelling [joint swelling]. Case description: a spontaneous report was received on (B)(6)-2011 from a female patient, (B)(6). The patient was treated in the past with synvisc. In the current series, in (B)(6)-2011, the patient received one injection of synvisc. After receiving the injection, the patient experienced pain and swelling and had difficulty walking. The patient received cortisone and reported that this helped settle things down. The patient is now apprehensive to get the two remaining shots in the series. On (B)(6)-2011, additional information was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.